Event description:
A (B)(6) male pt's neighbor contacted zoll logistics that the pt had received a treatment and passed while wearing the lifevest. During investigation into the pt's treatment and death, it was determined by zoll clinical affairs that the pt received one appropriate treatment shock, but the rhythm immediately after the shock was asystole.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and within specifications. Belt sn (B)(4) has not yet been returned. There is no indication of belt failure. Treatment analysis concludes the pt received one appropriate full energy 150j shock. However, the rhythm after the shock was asystole. Death analysis concludes the device properly detected and alarmed for asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. Device manufacture date: monitor: 03/2012, belt: 03/2012.